Event description:
This report is based on information provided by the remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro, indicating that the device's power supply cable is too thin; when it becomes disconnected from the device, it tends to break.